Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger and the customer subsequently had seizure and lost consciousness. The customers spouse provided glucose injection and customer was taken to hospital. The customer was treated with additional glucose injection at hospital for diagnosis of hypoglycemia, and provided other non-diabetes treatment related medications. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Section d4 (device expiry date) has been updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Successfully received high/low glucose alarms on android/fsll using a known good libre 2 sensor. No issues were identified with librelink application. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger and the customer subsequently had seizure and lost consciousness. The customers spouse provided glucose injection and customer was taken to hospital. The customer was treated with additional glucose injection at hospital for diagnosis of hypoglycemia, and provided other non-diabetes treatment related medications. There was no report of death or permanent injury associated with this event.